Event description:
The surgeon attempted to insert an aa4204vl silicone plate lens but when the lens was being ejected, the lens flipped out of the injector. There was patient contact but no injury. The reporter stated the surgeon decided not to use the lens.

Manufacturer narrative:
H6: evaluation codes: method-86 (0ther): lens work order search results-100 (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search found no similar complaints within the work order. Conclusions-67 (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartrdige were not returned for evaluation.